Event description:
It was reported that the right ventricle (rv) and left ventricle (lv) leads had high impedance and apparent fracture. The lv lead had no capture. The rv lead was capped and replaced. The lv lead was capped. No patient complications have been reported as a result of this event. It was reported that the right ventricle and left ventricle leads had high impedance and apparent fracture. The left ventricular lead had no capture. The right ventricular lead was capped and replaced. The left ventricular lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.